Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed two flaps of hub rotator were damaged, the cross-section of the hub o-ring was measured and found to be within product specification. A kink was observed in the sheath assembly at 19.8 cm from femoral marker at the proximal end. No error message was observed during functional testing. The telescope assembly was able to properly pull back, advance, and retract. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design related. (B)(4).

Event description:
It was further reported that the lesion was moderately calcified. Manual pullback was not attempted.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-01024 and 2134265-2013-01023. It was reported that during a percutaneous coronary intervention, catheter was unable to pull pack. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending . A f/g atlantis sr pro² was used for visualization of the lesion. The connection of the catheter was unstable, error message was appeared as the unconnected and connected catheter crossed the lesion, then unable to pullback was noticed. The procedure was completed with another f/g atlantis sr pro². The patient is in good condition.